Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to weak cylinder firmness. Saline was added to the reservoir; no components were replaced. No patient complications were reported.